Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-02285.

Event description:
The customer reported (3) three unconfirmed false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report is two (2) of two (2). The customer reported two (2) unconfirmed false positive results with the ID now covid-19 assay performed on (B)(6) 2021. Although request, no additional information for these two (2) patients, including treatment and outcome was available.

Manufacturer narrative:
Additional information: after further review this report (1221359-2021-02286) has already been reported under MFR report (1221359-2021-01543). Making this no longer reportable.